Manufacturer narrative:
The customer was sent replacement tubing to help resolve this issue.  The customer reported that she had completed taking the medication and her thrush was resolved  on (B)(6) 2016.  The product involved in the complaint was not returned for evaluation/investigation at this time.  It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
The customer reported to customer service on (B)(6) 2016, that she melted her tubing trying to sanitize it due to having thrush. The customer was diagnosed by her physician on (B)(6) 2016 and given the antibiotic diflucan.